Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of oversensing was not confirmed in the laboratory. The lead was tested and no anomalies were noted. The lead exhibited normal device 38-40 cm from the connector pink and 42-44 cm from the connector pin.

Event description:
It was reported that the lead exhibited oversensing during upgrade procedure.